Event description:
The patient reported that she had a micl12.6 implantable collamer lens implanted in 2008 which resulted in poor vision and a cataract developed in the eye. Patient stated her vision has continued to deteriorate so the lens and the cataract will both be removed on six months later, and replaced with an iol.

Manufacturer narrative:
Evaluation: a work order search was performed and there were no similar complaints found.